Manufacturer narrative:
As reported, the filter of 55 optease retrievable vena cava filter was not fully expanded after placement and slightly displaced. When the filter was placed, the direction of the retrieving hook of the device was not paid attention to so it was placed upside down (the retrieving hook was facing the neck) causing the filter to shift to the heart. Before placing the filter, the surgeon was not careful in observing the mark on the filter sleeve, or the direction of the recovery hook, causing him to put it in upside down. The patient was then transferred to another hospital for surgery to take the filter out. The device was stored as per labeling. The patient had a history of venous thrombosis of the right lower extremity. There were no acute bends or tortuosity. There was no difficulty or resistance/friction while advancing the deployment sheath to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. It was verified under fluoroscopy that the filter was not in a side vessel. A procedural image is available for review. The device was not returned for analysis. A single procedural photograph was provided for review. The inferior vena cava (ivc) filter hook appears to be facing the cranial direction as opposed to the caudal direction, as directed by the instructions for use (IFU). A product history record (phr) review of lot 17936543 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿filter-incomplete expansion and filter-inaccurate placement- upside down (optease only) and filter-migration-embolization-cranial¿ was confirmed by photo analysis. The exact cause of the reported events could not be conclusively determined. Based on the information available for review, procedural factors, such as operator technique or inexperience, was a contributing factor to the reported events, such as the inaccurate placement of the filter caused by not paying attention as mentioned. Filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU. According to the IFU, which is not intended as a mitigation of risk, ¿filter release (or deployment) is performed under continuous fluoroscopy. Prior to releasing the optease® retrievable filter from the sheath introducer ensure that: a) the intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer; and b) the filter retrieval hook is orientated towards the caudal end of the vena cava. Should the filter orientation be incorrect, remove the sheath introducer (with filter inside) from the patient and discard the system. Recommence the procedure using a new sterile sheath introducer and storage tube with filter.¿ additionally, the IFU warns users ¿the optease® retrievable filter should only be used by physicians who are trained in diagnostic and percutaneous interventional techniques, for instance placement of vena cava filters. Accordingly, cordis will not be responsible for any direct or consequential damages or expenses resulting from use by untrained personnel.¿ neither the phr nor the photo analysis available suggests that the reported events could be related to the design or the manufacturing process; therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported, the filter of 55 optease retrievable vena cava filter was not fully expanded after placement and slightly displaced. When the filter was placed, the direction of the retrieving hook of the device was not paid attention to so it was placed upside down (the retrieving hook was facing the neck) causing the filter to shift to the heart. The surgeon did not observe the mark on the filter sleeve and the direction of the recovery hook carefully before putting the filter, he put it in upside down. The patient was then transferred to the other hospital for surgery to take the filter out. The device was stored as per labeling. Patient had history of venous thrombosis of right lower extremity there were no acute bends or tortuosity. There was no difficulty or resistance/friction while advancing the deployment sheath to the deployment target. There was no difficulty or resistance/friction while advancing the filter to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. It was verified under fluoroscopy that the filter was not in a side vessel. The device will not be returned for analysis. As it was discarded .procedural image is available for review.